Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently under investigation at our lab in (B)(4). A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility): overinfusion: pump leaked so fast that the user thought a bolus would be given.